Event description:
It is reported that patient is experiencing loosening of the tibial component.

Manufacturer narrative:
Upon receipt of additional information it was determined. That the reported event was previously submitted under 2648920-2015-00010.

Manufacturer narrative:
This report will be amended when our investigation is complete.